Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID was not provided by reporter. Only patient¿s year of birth, 1964, was reported. This report is for one, unknown variable angle condylar plate. Part and lot numbers were not provided by reporter and are unknown. The reported implant date is an unknown date during (B)(6) 2015. The reported explant date is an unknown date during (B)(6) 2015. Without a part and lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the variable angle condylar plate broke post-operatively. The plate was initially implanted on an unknown date in (B)(6) 2015 and was discovered broken on an unknown date in (B)(6) 2015. The broken plate was explanted and patient was revised with the same plate type on an unknown date during (B)(6) 2015. This report is for one, unknown variable angle condylar plate. This report is 1 of 1 for (B)(4).